Manufacturer narrative:
The insulin pump was received compromised force sensor system alarm during basic occlusion test due to faulty force sensor resistor. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test due to compromised force sensor system alarm. However, the insulin pump passed rewind test and displacement test. (B)(4).

Event description:
The customer's spouse reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 143 mg/dl at the time of the incident. Customer's spouse stated they were unable to exit the preparing to prime loop. The insulin pump was returned for analysis.